Manufacturer narrative:
This report is being filed to provide corrected information in corrected corrective action: an internal CAPA has been opened to evaluate the sidewallpinch clamp not effectively occluding the sample bag line consistently.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional information e.1: qclaboratoriumnijmegen@sanquin.nlinvestigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned a used trima accel set for investigation. There was a small amount of blood in the access needle, which indicated the operator attempted to connect the donor. Visual inspection confirmed the presence of prime fluid throughout the ac line, inlet coil and inlet pump. The sample bag contained a large amount air measured at approximately 70 ml. The access lineclamp and sample line sidewall pinch clamps were observed closed, fully occluding the line. No leaks, kinks/occlusions, misassemblies or missing parts were found. Corrective action: an internal CAPA has been initiated to evaluate air in the sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an alarm message to open and close the white clamps while loading the disposable set onto the trima device. Per the customer the device completed the next check and the disposable was "okay". After venipuncture was performed on the donor, it was reported that the blood did not run through the disposable set and the customer reported that the sample bag was completely filled with air. The procedure was stopped and the needle was removed from the donor. Due to EU personal data protection laws, the patient information is not available from the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to evaluate air in the sample bag and the sidewall clamp not effectively occluding the line. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
Per the customer, the donor was "great", the operator immediately removed the needle after observation".